Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that emerald syringe 3ml 23x1 an plunger was broken. This occurred on 5 occasions. The following information was provided by the initial reporter: 3ml syringes plunger are broken in packing.

Manufacturer narrative:
H.6. Investigation: the photos were received by bd for evaluation. A quality engineer was able to review the returned photos of emerald 3ml from lot # 0.0038883 regarding item 307753 with the reported issue that ¿3ml syringes plunger are broken in packing¿. The DHR of lot number 0.0038883 was reviewed to check for any quality notification reported from its production processes to its dispatch. There was no quality notification reported on this lot. No sample and four photographs were shared by the customer along with the registered complaint. Bd bawal has used retention samples of material code is 307753 on lot number of 0.0038883 to investigate the reported defect. As per the pictures and investigation done on printing & assembly and flow wrap packaging machine, the possible root cause of crack plunger thumb is due to striking of plunger on ss sheet while online transferring of plunger from molding to hopper of assemble machine via conduit. Based on the photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure.

Event description:
It was reported that emerald syringe 3ml 23x1 an plunger was broken. This occurred on 5 occasions. The following information was provided by the initial reporter: 3ml syringes plunger are broken in packing.